Manufacturer narrative:
This report is submitted on june 2, 2020.

Manufacturer narrative:
This report is submitted on 14 january 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It is now reported that the device has been explanted. This report is submitted on (B)(6) 2020.

Event description:
The device was explanted (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.